Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit generator to correct the reported problem. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported neutral pad was not detecting on the integrated electrosurgical unit erbe (erbe) generator. The tse suggested to use another pad or reboot the erbe. The customer confirmed another pad used and reboot done but issue was same. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that the procedure was completed using another generator.

Manufacturer narrative:
The integrated electrosurgical unit erbe (erbe) generator has been returned and evaluated by the failure analysis (fa) team. During failure analysis, the erbe energized and cauterized all ports and recognized instruments. Error log found numerous m-02 errors a m-11 error and a m-32. The visual inspection shows the erbe in good condition.

Event description:
Refer to h10/h11 for follow-up information.